Event description:
It was reported that the patient was having pump stops. The patient called the emergency department stating he was having red heart alarms and yellow wrench alarms. The green circle on the controller was not green and unlit. The patient was on batteries at the time. The vad coordinator connected the patient to the mpu. There were no changes to the state of the vad, and the same alarms were present. The patient's caregiver was walked through a controller exchange. This resulted in the same alarms, and there was no flow going through the pump. The patient presented to the emergency department and was connected to the power module to confirm that the pump was not working. The patient's modular cable was replaced. This did not resolve the problem. The patient was taken to the operating room to undergo a pump exchange. The patient's log files were sent for review. The log files from the backup controller showed about 5 minutes of data. This log file captured lvad internal fault, low speed advisories, low flow and pump off events while the patient was on the mpu. The primary controller showed about 8 minutes of data. The log captured lvad internal fault, low speed advisories, low flow and pump off events. This was while the patient was on battery power. Related manufacturer reference number: 2916596-2021-01687, related manufacturer reference number: 2916596-2021-01685.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable and the reported event could not be determined. There was no issue reported specific to the mod cable. The customer reported that the mod cable was exchanged at the center as a part of troubleshooting to restart the pump and was not returned for investigation. The pump did not restart following the exchange. Review of the system controller and lvad log file data did not indicate an issue with mod cable and the cause of the reported pump stop was confirmed during the pump investigation (manufacturer report number 2916596-2021-01685). No issues were reported specific to the modular cable. The cable was exchange at the hospital as a part of troubleshooting. Heartmate 3 instructions for use (rev. C) contains information on use, exchanging, and caring for the modular cable. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.